Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole in the tubing, resulting in leakage."

Manufacturer narrative:
H.6 investigation summary: bd received 1 sample and 6 photos from the customer in support of this complaint. An evaluation of the sample and photos was conducted and confirm the reported failure mode of hole in tubing. The customer photos confirm the reported failure mode of leakage as air bubbles can be seen inside of the tubing as liquid had escaped. However, the reported failure mode of leakage could not be confirmed based on the customer sample as it could not be subjected to a leak test because it was contaminated. Therefore, the reported failure mode of hole in tubing can be confirmed based on both photos and customer sample analysis. The reported failure mode of leakage could be confirmed based on photo analysis but could not be confirmed based on customer sample analysis. A review of the device history record could not be completed as the batch number is unknown. Based on investigation results, the root cause was determined to be that the tubing was cut by the center posts at the pallet machine. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole in the tubing, resulting in leakage."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole in the tubing, resulting in leakage."